Event description:
It was reported that during pt use, the battery showed full charge, but the platform after 5 or 6 compressions, stopped and shut down. The platform started up immediately when power button was pushed and again it shut down after 5 or 6 compressions. Battery was replaced, but the platform shut down again. Compressions were continued manually and pt care was not affected. Date on the batteries is 04/2012. No adverse pt sequelae was reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.